Event description:
The sister reports a patient that was already in the hospital due to being premature; after the endotracheal tube was inserted into the patient the physician then removed the ett in order to trim the ett to reduce 'dead space'. The physician noted the connector could not be removed from the ett and proceeded to reintubate the patient with a different brand of ett. It is also reported the patient was not harmed.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. Analysis was performed (B)(6) 2015 and (B)(6) 2015, on one unused endotracheal plain tube i.d 3.5mm fitted with colour coded pp connector work order # (B)(4), which was received in a sealed preprinted blister pack. Upon close examination there were no signs of visual defects. Measurement of the insertion depth of the patient end of the connector inside the machine end of the tube, o.d. Of the patient end of the connectors, i.d of the tubes and detachment testing of the connectors findings determined that the product was within specification. Review of the incoming inspection report for the connector used in the work order did not reveal any sign of dimensional failure and dimensions of the connectors were found to within specification when measured during incoming inspection upon receipt of the raw materials. Review of the primary extrusion batches of the tubes used in this lot of product did not reveal any sign of tubes dimension failure and were found to be within specification. Review of the batch record for this lot did not reveal any defect detected during the connector assembly process. Analysis on the returned sample showed that it met specification as products passed the relevant test and were found to be within the established specification. Manufacturer report number: 9611710-2015-00114. We will continue to monitor for product trends. Should additional information become available, a follow-up report will be submitted. This complaint involves two devices, therefore a separate FDA form 3500a will be drafted for each device.